Manufacturer narrative:
Investigation summary: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The samples sent by the customer were verified and it was possible to observe foreign matter ¿ white material. This foreign matter white material is associated with polypropylene residue, this material is used to manufacture the syringe body. This residue is generated during the syringe assembly process by the friction of the material. To manage actions to correct the issue a CAPA 938101 was opened. Some actions carried out: review cleaning frequencies of syringe assembly equipment; review critical cleaning points; operational training about the inspections criteria; review blow stations for removal the polypropylene residue throughout the process. The incident identified from this complaint will be monitored for trend evaluation. A batch history record review was performed on all reported lots and no occurrence potentially related to the defect was observed during production. The returned complaint samples were verified and it was possible to observe white foreign material inside the syringe. The white material is polypropylene which is used to manufacture the syringe. This residue is generated during the syringe assembly process by the friction of the material and manufacturing equipment. The material itself is biocompatible and sterile. Extensive material testing has been performed which has not produced any adverse results; there is no significant risk of material mediated systemic toxicity based upon the material properties and results of testing. The issue has been reviewed cross-functionally within bd. Although there is the potential that a patient could experience physical effects if the particles are introduced into the circulatory system, the overall health risk cannot be fully characterized. It should however be noted that there have been no reports or complaints of injury reported to bd due to this issue. In order to properly address this issue a corrective and preventive action (CAPA) has been opened in order prevent reoccurrence of this issue.

Event description:
It was reported that a ser plastipak 10ml s ls from 4 different batches had the presence of white particles. Batches: 8292589, 8269647, 7225626 and 8269645.

Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8292589, medical device expiration date: 2023-09-30, device manufacture date: 2018-10-22. Medical device lot #: 8269647, medical device expiration date: 2023-09-30, device manufacture date: 2018-09-28. Medical device lot #: 8225626, medical device expiration date: 2023-08-31, device manufacture date: 2018-08-15. Medical device lot #: 8269645, medical device expiration date: 2023-09-30, device manufacture date: 2018-09-28. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a ser plastipak 10ml s ls from 4 different batches had the presence of white particles. Batches: 8292589, 8269647, 7225626 and 8269645.